Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: a product development investigation was carried out by the systems team. The investigation could confirm the reported issue of "robot is cutting 3-4 mm in the air above the cutting plane.¿ the investigation found that the most probable cause of the issue was due to femur array movement. Other contributing factors include leg/robot movement. The investigation found that there may be likely array movement on the leg alignment and full planning steps. The leg alignment step had multiple array movements. The investigation also found that there is significant array movement during distal cut step, which is the first femur cut attempted by the user. This likely led to the saw blade floating above the cut plane during cut steps as array movement happened before beginning of femur cut steps as well as first femur cut step of the procedure. The investigation found that the tibia and femur checkpoints were created on array itself, not on bone. Since the checkpoints were placed on the arrays, they lose their purpose and it would eventually be difficult to confirm if there was femur array movement as any array movement happens, the checkpoint also moves. The investigation found that the flags in the log file show that the robot is constantly trying to move to adjust and alternating between cut allowed and not allowed, meaning power to the saw handpiece would be cut. The most probable cause of the reported issue of robot cutting 3mm-4mm in the air above cutting plane is due to use error related to saw handling and the saw not being in the target plane. This could be due to a number of factors such as small instabilities in the leg or robot but can also be caused due to the user 's applied force conflicting with the saw position or "fighting the robot" in its efforts to maintain the saw in the target cut plane. Per the work order, the fse was unable to replicate reported complaint. There are no defects found with the system or software. The software was performing as intended. The assignable root cause could not be established.

Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was observed that while using the robotic-assisted solution satellite station device the robot was cutting 3-4 mm in the air above the cutting plane. This was observed during multiple cutting attempts. There were no delays in the procedure reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.